Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay was breached cut, the connector pin bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation.

Event description:
It was reported that upon implant attempt both right ventricular leads had helixes that were not able to be extended. The leads were removed and replaced. No patient complications were reported as a result of this event.